Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05885. The patient has two extensions (from different lots). It was reported an impedance check revealed invalid contacts. No further information is available at this time. The patient will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.